Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient saw a triangle on the left side with an exclamation mark in it. In the center of the screen there was a circle with arrows, oor (out of regulation) at the bottom right, and a doctor sign. It was noted that normal use may have led or contributed to the issue. Troubleshooting was done to access and select the doctor sign then press one of the navigation keys on the programmer. This cleared the oor message and reactivated the programmer. It was noted that there was no replacement of product. The issue was resolved as of (B)(6) 2020. The patient would be keeping the programmer. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the patient. It was reported that the exclamation mark, doctor sign, and oor message was showing on the programmer. The patient turned on therapy, synchronized, and used the navigation key to go up/down or change programs. This helped, but the oor message came back. The programmer was not replaced because the patient could access therapy, was out of the country, and would not see a doctor at this time. It was noted that as of (B)(6) 2020, the patient would return to canada. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.